Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-22772. Follow-up revealed the patient's scs system was explanted.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-22772.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The date of event is estimated. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2020-22772. It was reported the patient stopped recharging their ipg over an extended period of time due to receiving ineffective therapy. Reprogramming was unable to restore effective therapy. The patient's lead was determined to have migrated. As a result, the patient plans to undergo surgical intervention on a late date.